Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable and lemo connector were evaluated and replaced. The beam alignment was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.